Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader did not power on with button, strip insertion, or usb data cable insertion. The returned reader was further investigated and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and burn marks were observed. An further extended investigation was performed. Visual inspection has been performed on the returned reader and no issue was observed. Reader did not power on with button press, strip insertion or cable insertion. Visual inspection was performed on the returned usb/charging cable, no issues were observed. No opens or shorts were observed. The returned usb/charging cable successfully passed testing. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and all results were within the specification. Power adapter passed testing. The returned reader was de-cased in previous phase. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks and damage to the stm cpu(u2) was observed. The burnt mark and damage observed was resulted from the excess power produced by the use of an incorrect usb adapter causing component to overheat; therefore, the issue is a use error. Reader log was unable to be downloaded as the reader did not power on. Therefore, issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the reader, cable, and adapter was reviewed and the dhrs showed the reader, cable, and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.